Event description:
Per written report, one incident in which "luer adapter 'fell off of t connector spontaneously.' Found disconnected in surrounding central line connector. This could have been a serious incident if the infant's central line had become disconnected." No pt injury was reported.